Event description:
Pt was injected in the glabellar area with radiesse dermal filler and developed a necrosis of the forehead.

Manufacturer narrative:
Pt was seen by the physician who injected her and was instructed to use intensive tissue repair cream. In 2007, she was seen in the ER where she was prescribed prednisone, oxycodone, and ataven. She is now seeing a plastic surgeon. Radiesse injections of the forehead is an off-label use.